Event description:
The device was returned but yet not evaluated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged bleeding of nose. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During evaluation of the device, recertified device per fc:16-700-623, upgraded software/ cleared error log, replaced listed components and unit passed final test. In this report section g3 has been updated. In addition, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are also updated.